Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report, and will be provided upon completion. Relates to FDA 3014862188-2022-00313 (B)(6).

Event description:
User reported 2 false negative results. Symptomatic. Test 1: positive pcr following day. Relates to FDA 3014862188-2022-00313 (B)(6).

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report.

Event description:
User reported 2 false negative results. Symptomatic. Test 1: positive pcr following day. Relates to FDA 3014862188-2022-00313 (B)(6).

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion. Relates to FDA 3014862188-2022-00313 (B)(6).